Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic harvesting procedure the blue switch wasn't working correctly of the vasoview hemopro 2. The jaws were fully slid backwards, no audible click as this is a hemopro 2. Power setting at 3. A new device was used to complete the procedure. There was no patient harm.